Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, mildly tortuous, moderately calcified, de novo lesion in the mid superficial femoral artery. A 6.0x40mm absolute pro self-expanding stent delivery system (sess) was advanced to the lesion without resistance; however, there was an issue with the deployment mechanism and the handle failed to move. Extensive force was put on the outer purple layer [sheath], which then detached and the stent could not be deployed. The stent had not begun to deploy in the patient anatomy, and the outer purple layer [sheath] remained on the delivery system; therefore, the entire sess was simply withdrawn from the patient. Another same size absolute process was used to complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The failure to deploy and mechanical jam with the handle was not confirmed due to the condition of the returned device. The detachment of the outer jacket was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties appear to be due to case circumstances. It is likely that the shaft was bent or restricted in the anatomy such that restriction was encountered between the shaft lumens and the thumbwheel preventing deployment. Additionally, with the shaft restricted, it is likely during removal with excessive force, the outer jacket pulled out from the strain relief tubing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.